Event description:
(B)(6) became aware (during a review of social media postings) that this patient was hospitalized ¿again¿ for a hemodialysis (hd) catheter infection (not a (B)(6) product). The social media post indicated that the patient was hospitalized on approximately (B)(6) 2025 due to an infected hd catheter line. The patient was prescribed intravenous (IV) antibiotics (drugs, dosages not provided) 3x a week for 14 days during hd therapy. A follow-up post (date not provided) indicated the patient completed IV antibiotics and repeat blood cultures would be obtained to determine if the infection has been eradicated. The etiology of the infection is unknown, however there was no allegation that a (B)(6) product(s) and/or device(s) deficiency or malfunction occurred. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".